Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the protection cap of the needle came loose inside the closed packaging. The device was stored inside its original packaging in the warehouse, no manipulation from outside.

Event description:
It was reported that the protection cap of the needle came loose inside the closed packaging. The device was stored inside its original packaging in the warehouse, no manipulation from outside.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. No other discrepancies were noted at visual inspection. The needle pouch was pressure tested under water to standard, "astm d2096 f2096-11". The pouch did not leak. The complaint that the "sharps protruded through the pouch" cannot be confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 05/2018 and is approximately 1.5 years old. The complaint cannot be confirmed. Additional testing to standard "astm d2096 f2096-11" reflects no leaks in the pouch. Athlone (legal manufacturer) has issued a non-conformance to address the needle puncture issue. The complaint can only be partially confirmed. The protective needle cap has been dislodged from the needle set. However, evidence of a protruding needle which jeopardizes the sterility barrier could not be confirmed via bubble testing to standard "astm d2096 f2096-11" athlone has issued a nonconformance to address protruding needles through the sterility barrier.